Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on normal diagnostics performed (B)(6) 2011. Attempts are underway for additional information; however, no additional information has yet been received.